Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/19/2019. The manufacturer¿s field service support confirmed the report of power led (light emitting diode) was turned off. Aside from led failure it was also noted by the service support, there was crack in the top cover and replaced the power switch overlay to address the issue. The cracked top cover was also replaced as part of periodic preventive maintenance. No other abnormalities were confirmed.

Event description:
The customer reported faulty led indicator. There was no patient involvement.